Event description:
It was reported that when the customer put air in the cuff during the pre-use check, more resistance than usual was felt through the product. There was no patient injury reported.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and two (2) photos were received for evaluation. Visual and functional testing were performed. Visual inspection of the photos found line occluded was detected in photo 2. Functional testing found inflation line occluded was observed, the complaint was confirmed. The root cause of the reported issue was found to be inflation line assembly not followed properly, therefore an occlusion was caused per excess solvent. Awareness notification was made to production personnel to explain the importance to adherence or following in the procedure on (B)(6) 2022.